Event description:
The anterior cut to place the femoral implant, was performed with a cut block of witch the placement was guided by the device. During surgery it was noticed that the femur was in hyperextension and there was notch. One month after surgery the pt has poor joint stability in the frontal plane.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed.